Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of greater than 200 ohms. Technical services (ts) noted that this was likely due to the programmed shock lead vector. This crt-d remains in service. No adverse patient effects were reported. Additional information from ts was received in which upon review of latitude nxt this patient was brought into the clinic and programmed the correct shock vector. The shock impedance resolved to within the normal limits with the correct vector. It was noted that this appeared to have only been a programming issue with this crt-d rather than a problem with the right ventricular (rv) lead. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of greater than 200 ohms. Technical services (ts) noted that this was likely due to the programmed shock lead vector. This crt-d remains in service. No adverse patient effects were reported.